Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. Corrected a1, a2, a4, a5, a6, b2, b6, b7 and b5, d6a and d6b. One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Upon further review it was found that, there was no patient involvement, no patient injury was reported.

Event description:
It was reported that the device failed the pressure test. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.